Event description:
It was reported that the pt did not receive therapeutic effect following device implantation. The pt did not have good coverage at high amplitudes. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).